Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement. A m3538a battery was received in the failure analysis lab for evaluation. The reported problem could not be verified in lab. The battery was received without any charge, and was able to be charged in both a mrx heartstart unit and a cadex c7200 battery analyzer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement. The battery mode register cf flag in its active state does not indicate by itself a defective battery, but rather an indication that the battery needs to be calibrated in order to improve the accuracy of its state of charge reading. Battery calibration was successfully performed, and the flag returned normal. It has been, therefore, determined that this battery is at no fault.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement.